Event description:
It was reported, the evis exera ii xenon light source power button did not turn on. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4, h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the power does not turn on because the power supply fuse was burnt out. In addition, the cause of the failure is considered to be the effects of fatigue due to repeated operation, corrosion of the electrical contacts, or temporary overcurrent application. Olympus will continue to monitor field performance for this device.